Event description:
Patient reported low readings on two precision xceed meters. Meter had readings of 34,37,57 and 64 mg/dl and were compared to a laboratory reading of 650 mg/dl within 10 minutes. These values were plotted and fell out of range on a parkes error grid indicating that the differences in values are clinically significant. Meter had readings of 37 and 52 mg/dl. No valid comparison is available for this meter. Patient altered her meidcation based on the readings on her meters and developed symptoms of hyperglycemia. Patient was hospitalized with a diagnosis of ketoacidosis.

Manufacturer narrative:
Product return has been requested for investigation.